Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient information requested but not provided by customer, however the event occurred at a childrens hospital, therefore it is presumed the patient was an infant, child or neonate patient.

Event description:
It was reported that the patient was receiving a prostaglandin infusion for the diagnosis of ductus arteriosus. The patient's ductus closed during the infusion and the device did not alarm for the pressure increasing in the line. The patient deteriorated which led the nurse to assess the infusion. It was determined through the assessment to replace the tubing set, as well as a new medication IV bag, as it was first thought that there may be an efficacy issue with the prostaglandin. When the nurse disconnected the tubing set from the patient's clotted PICC line, the medication was forcefully projected out in a spray-like fashion. The customer further stated that the nurses do not change pressure settings, but they do use the dynamic pressure display on the pcu, as a clinical assessment tool to assess an increase or decrease in pressure in the patient's IV line. It was also stated by the customer, that this event type did not occur until after the recent device and software upgrade was done. A bd clinical practice site visit was provided in which education on the features and functionality of the alaris system including the pcu and syringe modules were provided.